Manufacturer narrative:
H3, h6: the product, ri cori (us), rob10024, (B)(6) used for treatment was not returned for evaluation, however log files were provided for review. A screenshot during the case shows the "robotic drill cable disconnected" error. A relationship between the reported event and the device was confirmed. A functional evaluation could not be performed because the device was not returned. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most likely cause of this event may be associated with a loose connection. The real intelligence cori for knee arthroplasty user manual (500230) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". This failure is an identified failure mode within the risk assessment. Per complaint details, the device malfunctioned during the milling phase of the tibia and did not resolve with troubleshooting. The surgeon abandoned and the ri robotic drill to perform a free-hand tibia cut and then finished using cori with a delay of fewer than 30 minutes without further interventions. Reportedly, no patient harm or additional complications were reported, and no documentation is available for inclusion in a medical investigation. Based on this information, patient impact beyond the reported modified procedure and the 0-30-minute surgical delay would not be anticipated as the case was reportedly successfully completed with the cori after the tibial free-hand cut and the patient was reportedly ¿healthy¿. No further medical assessment is warranted at this time. Should additional information/documentation become available, the clinical/medical task may be opened for further evaluation. Further investigation into the reported failure is being conducted to determine if additional actions are required. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that the drill was tested prior to the case and it seemed to work fine. Later during a cori tka procedure, they received a "drill cable disconnect" error during the milling phase of the tibia. After recalibration, the drill did not seem to be responding (the burr was trying to spin but was not). It is unknown if this was a drill or a console issue. They made a free hand tibia cut and then finished using cori with a delay of fewer than 30 minutes. The patient was not harmed. No other complications were reported.